Manufacturer narrative:
The reported complaint was not verifiable. The user facility opted not to return the device therefore no evaluation could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user tried to use the foot pedal but saw no action from the motor. It showed the power light was on but was not working.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the sternal saw would not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.